Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was nocitced. During preparation of the 2.50 x 20 mm taxus express2 drug eluting stent, the struts were found sticking out when removed from the packaging. Another taxus express2 was used to complete the procedure. No patient complications were reported.